Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the right tracker was flickering. The tracker was replaced. The imaging system then passed the system checkout and was found to be fully functional. The tracker has been returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the camera could not see the right side of the imaging device tracker in the tracking view window in both the 3d cal and synergy spine. The medtronic representative (mr) noted that the tracker flickered in and out and ruled out orientation of the camera as well as interference. The mr placed the camera on the left side of the system and could see the tracker without flickering. When placed on the right side, the tracker was flickering in and out. The reference frame was held next to the right tracker and while the tracker continued to flicker, the reference frame remained steady in tracking view. There was no patient present when this issue was identified.

Manufacturer narrative:
The right tracker was returned for analysis. The returned tracker was tested using a navigation device at 6ft. No markers were tracked while tested between 4ft and 10ft as measured. The tracker was not identified by the camera. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.